Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2, h3, h5. The device was returned to olympus for inspection, and the reported failure of teflon pad detachment from the jaw was confirmed. In addition, an additional reportable malfunction of a severely worn teflon tissue pad was identified during the device evaluation. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure and a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device exhibited a teflon pad detachment from the jaw during a therapeutic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h4, h7, h9.

Event description:
No additional information provided by the customer.